Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. According to the patient, (B)(6) 2025 at around 2:00 am, the patient was asleep and did not receive any alerts or notifications from her cgm app indicating low glucose levels. The patient didn´t recall the events at that time because her boyfriend woke up and found the patient convulsing in the middle of the night (seizures) and lost consciousness, prompting him to call 911. Upon arrival, the paramedics measured her blood glucose, which was between 21 to 27 mg/dl. The cgm alarm did not sound until after the paramedics were already on scene. During the seizure, the patient sustained a dislocated shoulder and experienced significant soreness following the event. The patient was taken to emergency room (ER) by paramedics. The patient unable to provide the treatment information administered at the hospital. At the time of the report the patient was in therapy for her dislocated shoulder. Data has been requested but is pending evaluation. A follow-up report will be submitted upon completion. No additional patient or event information is available. No additional patient or event information is available.